Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. This is an ancillary service event opened during investigation of complaint (B)(4). The cause of the corroded screws could not be determined. In order to correct the condition, the screws were replaced. The device was serviced and restored to a good working condition. If additional relevant information is received, a follow up report will be sent.

Event description:
During product evaluation by a service technician, a flo-gard infusion pump was found to have corroded screws. No additional information is available.